Event description:
Material#: 305106. Batch#: unknown. Verbatim: it was reported by the customer that bd precision glide needle 30g x ½, ref# (B)(4), physician states they have a bag of needles collected that aren't needles, they're actually pins. They have no lumen so nothing can be pushed through them. It seems to happen randomly and from many different lots. Essentially, it's an erosion of their quality control. Physician has never encountered this (after doing 100,000+ injections) until the past year or two. On monday I put a needle in someone's eye and tried to inject medicine and it squirted everywhere (it was a slip tip and the needle was imperforate). That patient had to have a second injection which doubled the risk of the procedure. We also wasted an avastin syringe which costs our organization hundreds of dollars. All because the needle was defective. Our patients deserve better. Reference report# mw5163069, mw5163070, mw5163072, mw5163073, mw5163074, mw5163075, mw5163076, mw5163077.

Manufacturer narrative:
It was reported the needles have no lumens. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.